Manufacturer narrative:
It was reported that the compressor made loud noise in operating mode. Our field service engineer investigated the compressor on site. Upon start-up, the compressor vibrated and made noise. Excessive water accumulation was detected in the drainage bottle and the tank. The drainage bottle was emptied. The manual relief valve was activated to drain the water from the tank and remove any internal air pressure. The unit was operated on a test nipple for 30 minutes without any problems. A pre-use check was performed and approved when connected to the compressor. No additional noises came from the system at start-up or during operation. The unit passed all performance and safety tests according to factory specifications and was approved for clinical use. No parts were replaced for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the compressor made loud noise in operating mode. There was no patient involvement. Manufacturer ref.#: (B)(4).